Event description:
It was reported the video processor did not have a scope image only color bars during pre-procedure setup. This event occur at during set up. There were no reports of patient involvement. The customer contacted olympus technical assistance support (tac) via phone. Staff was able to clear the issue yesterday after pressing a bunch of buttons, but they do not know exactly what they did. Confirm that the scope connector gold contacts were cleaned with alcohol prep pad. After this recommend that cleaning the video connector socket with a bit of canned air to blow off any possible dust. Try applying a bit pressure in the video paddle connector, to see if the image fails or flickers or feels loose. Advise staff to keep track of the scope model and sn if available, as it could also be the scope. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.